Event description:
It was reported that, the oxygen (o2) sensor on a 980 ventilator failed. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the o2 sensor as a precautionary measure at the request of the customer. The se performed calibrations and extended self-testing on the device and all tests passed.